Event description:
It was reported that prior to a procedure using a coblator ii controller, the new controller did not work upon initial use. Because of this deficiency, the procedure was delayed for 3 days. No pt complications were reported as a result of this event.